Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during testing the cuff would not inflate. The customer reported there was no patient involved.

Manufacturer narrative:
The received sample was evaluated. A visual inspection was performed verifying all the components were assembled according to manufacturing process. A cut in the cuff was confirmed. The cuff damage is consistent with contact with sharp objects or utensils and would have been detected immediately in the manufacturing process. The reported condition is not related to manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The received sample was evaluated. A visual inspection was performed verifying all the components were assembled according to manufacturing process. A cut in the cuff was confirmed. The cuff damage is consistent with contact with sharp objects or utensils and would have been detected immediately in the manufacturing process. The reported condition is not related to manufacturing process. If information is provided in the future, a supplemental report will be issued.